Event description:
Valve was removed due to non-structural dysfunction relating to pannus. Prior to explant, echo revealed a decreased valve leaflet excursion to only 30%. Valve was replaced. No additional consequence reported for the patient.